Event description:
No blood glucose levels reported. The customer reported scratches on the insulin pump. The customer also reported that the insulin pump had a worn display. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected alarms noted. No rewind anomalies were noted. The insulin pump was received with cracked case at display window corners and minor scratched liquid crystal display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.